Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage, pseudoaneurysm, hematoma, ischemia and occlusion are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, pseudoaneurysm, hematoma, ischemia and occlusion, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Details are listed in the attached article, titled "suture-based vascular closure versus surgical closure of large bore arteriotomies: a real- world experience¿

Event description:
This was reported thru a literature review. This prospective study is investigating the comparison of the technical success and vascular complication rate associated with the use of a suture-based vascular closure device (vcd): perclose proglide (pp) with that of open surgical (os) closure. The vascular closure device discussed in the article was the proglide device as all patients receiving thoracic endovascular aortic repair (tevar) and endovascular aneurysm repair (evar) access were closed with a perclose proglide device. The study concluded that the percutaneous closure of large bore arteriotomies with suture-based vcds is equally effective and is not associated with increased major vascular complications. In fact, the total time taken for the procedure (ttp), time to ambulation (tta), and time to discharge post-procedure (ttd) were significantly lower in the pp group which can translate to better patient comfort and lower costs. The complications reported specifically for the proglide devices included failure to achieve hemostasis resulting in bleeding, occlusion, hematoma, pseudoaneurysm, ischemia, and medical intervention such as utilizing an additional closure device and/or use of surgical intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled "suture-based vascular closure versus surgical closure of large bore arteriotomies: a real- world experience¿.